Event description:
This pt was transferred to (B)(6) for a planned coronary intervention with dr (B)(6) for a proximal lad lesion. Pt refused surgery for coronary artery bypass grafts in (B)(6) due to being the sole care giver for his infirmed wife. During the procedure and before the rotablator was used, dr (B)(6) cardiac surgeon of this complex case and had the operating room on standby. This occurred at 8:41 am. During the first pass pf the rotablator using a 1.75 burr the system stalled at 8:54am. Dr. (B)(6) was unable to move the rotablator neither forward or backward. He placed the system in dyna glide and was still unable to move the burr/system. At 9am, the staff attempted to call company rep for alternative solutions to remove the burr. Dr (B)(6) , then ran a choice ptes wire along side the burr to try to loosen it, but was unsuccessful. At 9:04 am, the staff called the operating room and prepped the pt for emergent surgery. At 9:10am, dr (B)(6) responded to the cath lab, viewed images and transferred the pt to the operating room for emergent surgery at 9:28am. Rotawire lot # 19057285, exp: april 2018. Rotalink plus lot # 19533222. Exp: june 2018. Diagnosis or reason for use: coronary atherectomy. Are the products compounded: no. Are the products over-the-counter: no.